Event description:
Per independent repair center, an irc5po2v concentrator was received because it was alarming or red light. The independent repair center could not duplicate the alarm or red light, but had an initial oxygen reading of 80%. The key failure was the compressor.